Manufacturer narrative:
Product ID 8703w, lot# l41010, implanted: 1996 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding the delivery of intrathecal baclofen (lot number of baclofen, the concentration, and the dose were unknown) via an implanted pump for intractable spasticity. It was thought the type of baclofen was lioresal, but the reporter was unsure. In (B)(6) 2015, the patient experienced infection and erosion of the pump pocket. Abscesses and sores were also diagnosed on the patient's back. The patient had a history of infections and skin abscesses. The infection was not attributed to the pump. The pump and catheter were removed 3 weeks prior to the report date and the patient was treated with IV (intravenous) and oral antibiotics. The reporter believed the infection was cleared up as of the date of this report. The plan was to implant a new pump and catheter on the day of the report. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, and to clarify the relationship between the abscesses/sores on the back and the pump pocket infection.